Event description:
Two patients were sent from the mammomat novation to the mammoreport. The patients were then deleted from the mammomat novation, and then sent back from the mammoreport to the mammomat novation. The two patients, however, were merged into one patient with two studies (one study for each patient), but only the name of one patient appeared on the image. The name of the second patient was no longer visible or available. The incident occurred in (B) (6).

Manufacturer narrative:
The investigation of the reported problem was performed with archived images and other info provided, because the processed images from the mammomat novation were deleted. The investigation showed that the two concerned examinations were performed by different users within 10 minutes of each other. Due to the statement that the mouse if "very sensitive" and the drag & drop functionality "does not function properly" it is assumed that the user wanted to drag one study into the filming tab card and instead accidentally dropped it onto the other patient folder. The two concerned patients are starting with "(B) (6)..." And "(B) (6)...", which means that they were displayed near to each other in the browser when they were sorted alphabetically. When the drag & drop is performed, a window pops up which displays the data to be "rearranged", this window has to be confirmed by the user. It is assumed that this event occurred due to user error. (B) (6).